Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep reattached the connecting arm and tightened the connections. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not latch for proper use. No pt injury was reported.